Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 7 xb device had lots of smoke.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25108053, 25113704, and 25111149; the last lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
(B)(4).